Manufacturer narrative:
The device was received fully deployed. No bend or kinks were observed in the soft cannula. No alarms, timeouts, or drive stalls were observed in the data. Blood was observed on the adhesive pad. The formed needle was checked for damages, and none were observed. The cause of the reported bleeding/bruising could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 310 mg/dl while wearing the pod between 36 and 48 hours. Patient also reported the site was bleeding. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied.